Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin I (tni) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse inspected and cleaned the luminometer, and inspected pumps, syringes, probe, tubing, fitting, wash station, and port dispenses. The cse replaced sample probe syringe, ran daily clean and verified quality controls. The cause of the discordant tni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low troponin I (tni) result was obtained on one patient sample upon repeat testing on a advia centaur cp instrument. The sample initially resulted as expected. The discordant result was reported to the physician(s). The customer repeated the original sample on an alternate instrument and on the original instrument and the results matched the initial result. The customer reported the result obtained on the alternate instrument to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.

Manufacturer narrative:
The initial MDR 2432235-2017-00308 was filed on may 12, 2017. Additional information (05/16/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. Troponin ultra is a low relative light units (rlu) result range. This means that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. A defective sample syringe could have caused a discordant result. It is also possible that there may have been an issue with the sample being tested such as undetected fibrin. Hsc could not determine the cause of the discordant troponin ultra result.